Manufacturer narrative:
(B)(4). Device evaluation: a sample is not available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that an employee on 2 north was using the suspect device on a patient and it did not completely retract. This resulted in a needle stick injury.

Manufacturer narrative:
Results: samples were not returned for evaluation. Archival samples were also tested for compliance and no defects were observed. A review of the device history records revealed no irregularities during the manufacture of the reported lot # w4g71f4. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as the customer's indicated failure mode could not be duplicated or confirmed. Remedial action required: due to an increasing trend of the number of complaints for needle retraction failure and more frequent accidental needle stick injuries, bd had a teleconference with htl - strefa s.a. And it was determined that a CAPA would be opened for this issue. The bd CAPA number is (B)(4). Additionally, based on the analysis of samples provided by customers of previous complaints, it was determined that the main cause of failure of the needle to retract is too long needle protrusion length from the molding of the complete needle and planned actions are being taken under the CAPA (B)(4). Htl - strefa s.a. Has also taken corrective actions to resolve this issue. The htl - strefa s.a. Corrective action reference numbers are kdk - 44/2015 and kdk - 27/2016. The htl - strefa s.a. Corrective actions address needle protrusion length, no spring in the housing, inner deformation in the guides of the shield, and blocked return spring on the needle cone.